Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported hardware error.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient to restart device on (B)(6) 2014. Dexcom has issued an rga for patient to return their device to be investigated.